Event description:
It was reported that when the ventilator pt circuit sense lines were moved, the turbine would stop blowing air while connected to a pt. The customer tried a different pt circuit and the same problem occurred. There was no audible alarm. No pt harm reported.

Manufacturer narrative:
Na